Event description:
A surgeon reported that the knife was not sharp enough during surgery. The surgeon needed to use more pressure to make the incision. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample has not been received for decontamination and eval; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released per the MFR's acceptance criteria. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).